Manufacturer narrative:
This report is submitted on january 10, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site on (B)(6) 2021. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a wound revision surgery and was treated with IV antibiotic (duration not reported) on (B)(6) 2020 (specific date not reported). The patient underwent a second wound revision surgery on (B)(6) 2021 (specific date not reported) and subsequently, was treated with IV (duration not reported) and oral antibiotics for 8 weeks. On (B)(6) 2021 (specific date not reported), the patient underwent a third wound revision surgery with rotation skin flap however, the symptoms did not resolve. The device was explanted on (B)(6) 2021 due to wound dehiscence. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information: a culture showed presence of staphylococcus lugdunensis. Device analysis report attached. This report is submitted on february 28, 2022.